Event description:
Per banner health, this lead explanted due to 85 inappropriate shocks caused by an rv lead fracture.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between an approx. 5 cm segment of the lead body was missing. The visual inspection revealed multiple signs of wear along the lead fragments. Particularly around 18 cm proximal to the lead tip the insulation was rubbed through. This damage can be considered as the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress during the relatively long service time, presumably due to constant interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore severe extraction damages were noted. The svc shock coil was deformed. The rv shock coil was shifted distally and the conductor cable to the ring electrode was pulled out of the lead. Additionally the conductor cable to the ring electrode was found fractured 13 cm proximal to the lead tip. Between 38 cm and 33 cm proximal to the lead tip the insulation was found torn up. All conductor cables were severed in this region. Moreover multiple cuts in the insulation with blood infiltration were observed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.